Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pulse generator (ipg), implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that there was noise on the right ventricular (rv) channel which was causing asystole. The rv lead and the implantable pulse generator (ipg) were both explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated oversensing information. There were 9 non¿sustained tachycardia episodes less than 220 miliseconds recorded in (B)(6) 2013.